Event description:
User involved, no unit malfunction.

Manufacturer narrative:
This supplemental report is reporting the evaluation of the device and correcting information submitted on the initial report. Please reference section b5. This report was inadvertently submitted. Reports of this nature have no potential for clinical impact. The device and accessories involved were evaluated on-site by a zoll field service representative with no issues identified. During CPR training on a mannequin, a nurse reported feeling an electric current and later experienced shaky hands and arm numbness. Medical evaluation showed normal results. Training electrodes are not capable of delivering therapeutic energy. Follow up information from the customer confirmed the nurse did not receive an electric shock; symptoms were attributed to previously undiagnosed carpal tunnel syndrome exacerbated by repetitive CPR compressions. No device malfunction was identified. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while performing chest compression on a mannequin with training pad applied on during a code blue audit, a nurse (male in his 40s) received an unintended delivery of energy. The nurse experienced numbness and was given midazolam injection. All blood tests and imaging tests were unremarkable.